Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the device will not hold a charge at all. Once unplugged, the device powers off. There were no alarms or error messages prior to the unit powering off. No consequences or impact to patient.